Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post-operatively of a robotic low anterior resection procedure , the patient came in with total dehiscence of rectal anastomosis. Initial firing of stapler was fine, both the surgeon and the staff said that the anastomosis looked great via the colonoscope and leak test was passed intra-operatively on the first surgery. It was reported that there was full thickness of donuts on both sides. Flexible sigmoidoscopy demonstrated an intact anastomosis circumferentially. Computerized tomography(CT) scan was performed and it was confirmed that there was free air in abdomen. The surgeon opened the patient and saw that the anastomosis totally dehisced. The colon was disconnected at the anastomosis each side having b shape staples. There was a total breakdown of the anastomosis where the patient ended borderline septic. The surgeon had re-operated patient and diverted to ileostomy. Patient stayed 3 more days in the hospital after the second operation. The surgical time was extended for additional 2 hours.